Event description:
During routine testing of the device at the service center, the service technician reported that the wires of the cable connecting to the hematocrit probe and the arterial blood parameter monitor were exposed. The monitor was originally returned to the service center due to a battery error. Since this event occurred at the service center, there was no patient involvement during this event.